Manufacturer narrative:
A ge oec service representative investigated the issues and could not duplicate the malfunction. The nodes were erased and the flash reloaded on the workstation and generator nodes to prevent a recurrence. The calibration files were reloaded as well. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not fully boot up. Prior to a procedure.